Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an anterior cervical fusion at c3-7. It was reported that one day post-op the patient underwent a CT scan because of neck pain and it was found that the variable angle screw was prominent above the locking screw. The locking screw was still in place and covering the screw on the other side of the same level. The patient underwent a revision surgery to remove the screw and replace with a new screw. No additional patient complications were reported.